Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Manufacturer's investigational unit confirmed the lancet protrudes beyond the end cap of the multiclix device. Suspect product has been returned.